Manufacturer narrative:
The customer reported problem was confirmed. No device will be returned per customer. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that there was an error code 500.5040 on the device. There was no reported patient involvement.